Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a cryo ablation procedure, a right inguinal hematoma was observed at the puncture site. Imaging was performed and there were no aneurysm spurium or dissections seen. It was reported that there was normal perfusion in the proximal femoral artery. The case was completed with cryo. The patient's hospitalization was extended. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.